Event description:
It was reported that during a stenting treatment procedure, balloon deflation failed. The patient presented with non-st elevation myocardial infarction and significant thrombus burden. The target lesion was located in the left circumflex (lcx) artery. Following pre-dilatation with an unspecified balloon, the 4.0 x 24 mm promus element stent delivery system (sds) was introduced and advanced to the target lesion. After the stent was deployed, the balloon was deflated, and a short time later, the physician attempted to remove the sds from the artery into the guide catheter. Resistance was encountered, and it was observed that contrast was being pushed distally in the balloon segment. It appeared that the balloon inner segment of the catheter separated from the proximal shaft. The physician attempted to retract the sds entirely into the guide catheter by manipulating the balloon catheter which was loaded on a guide wire already in place in the om and the sds and guide wire that was still in the lcx. The physician also intubated the guide catheter into the left main coronary artery (lmca) to meet the other devices which were being manipulated into the guide catheter. When the devices were captured by the guide catheter, the physician withdrew all the devices out of the patient. The physician then re-engaged the left coronary system with a new guide catheter, and completed the planned percutaneous coronary intervention strategy to revascularize the lxc and the left anterior descending (lad) arteries, with post-dilatation of the deployed stent in the lcx with and with placement of a second stent in the lad. The patient felt unwell initially, and was treated with pharmacotherapy and adjunctive aortic balloon pump therapy. The patient made a good recovery, and was discharged from the hospital a short time afterwards. Site investigation into the incident revealed that the contrast inserted into the balloon catheter of the sds was not appropriately diluted during preparation by the scrub assistant, and the site concluded that this is most likely what caused the issue with the deflation of the stent balloon when removal was attempted.

Event description:
It was reported that during a stenting treatment procedure, balloon deflation failed. The patient presented with non-st elevation myocardial infarction and significant thrombus burden. The target lesion was located in the left circumflex (lcx) artery. Following pre-dilatation with an unspecified balloon, the 4.0 x 24 mm promus element stent delivery system (sds) was introduced and advanced to the target lesion. After the stent was deployed, the balloon was deflated, and a short time later, the physician attempted to remove the sds from the artery into the guide catheter. Resistance was encountered, and it was observed that contrast was being pushed distally in the balloon segment. It appeared that the balloon inner segment of the catheter separated from the proximal shaft. The physician attempted to retract the sds entirely into the guide catheter by manipulating the balloon catheter which was loaded on a guide wire already in place in the om and the sds and guide wire that was still in the lcx. The physician also intubated the guide catheter into the left main coronary artery (lmca) to meet the other devices which were being manipulated into the guide catheter. When the devices were captured by the guide catheter, the physician withdrew all the devices out of the patient. The physician then re-engaged the left coronary system with a new guide catheter, and completed the planned percutaneous coronary intervention strategy to revascularize the lxc and the left anterior descending (lad) arteries, with post-dilatation of the deployed stent in the lcx with and with placement of a second stent in the lad. The patient felt unwell initially, and was treated with pharmacotherapy and adjunctive aortic balloon pump therapy. The patient made a good recovery, and was discharged from the hospital a short time afterwards. Site investigation into the incident revealed that the contrast inserted into the balloon catheter of the sds was not appropriately diluted during preparation by the scrub assistant, and the site concluded that this is most likely what caused the issue with the deflation of the stent balloon when removal was attempted.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that the device was returned in two separate sections, due to a shaft polymer break in the outer lumen approximately 200mm from the tip of the device. The location of the break was just proximal to the exchange port. Microscopic examination also noted that there was a puncture hole in the outer lumen just distal to the exchange port. The presence of a hole in the outer lumen would have contributed to the deflationary difficulties experienced by the physician. Visual examination of the distal section of the break found that the outer was stretched significantly, this type of damage is consistent with removal / withdrawal difficulties. No stent was received for review as it was deployed and the balloon did appear to have been subjected to positive pressure. The hypotube was kinked at various intervals along its length again this is consistent with increased tensile force having been applied due to a restriction having occurred. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).